Manufacturer narrative:
The root cause lies in the current design of housing exchange process: the timing combination of a triggered interlock and the specific position of the master plate with respect to the housing can result in an incomplete attachment or release of the housing. In a narrow set of circumstances, the system locks the robot and prevents further motion. Currently, this set of circumstances is defined too narrowly and the robot is not locked down in all necessary cases. A software patch will be developed as corrective action.

Manufacturer narrative:
The site reported that the mlc (multi-leaf collimator) detached from the linac (linear accelerator) head and fell to the ground due to mis-manipulation from customer service personnel. There were no injuries as a result of the event. The investigation is ongoing.

Event description:
The site reported that the mlc (multi-leaf collimator) detached from the linac (linear accelerator) head and fell to the ground.